Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. The physician tried to reposition this rv lead but could not get the screw to retract. This rv lead was removed and tissue was found to have lodged in the helix. This lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. The physician tried to reposition this rv lead but could not get the screw to retract. This ra lead was removed and tissue was found to have lodged in the helix. This lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The reported allegation was confirmed. This lead failed the helix mechanism tests as lead helix would not retract due to dried blood/body fluid tissue in the helix housing and in the neck region.